Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 128 call service alarms during the rewind step; however no evidence of short battery life was observed. During testing, the pump emitted a cs 128 call service alarm with an attempted rewind step. The pump case was removed and an unidentified failure on the printed circuit board was concluded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.